Event description:
Infant suffered two, second-degree burns following transillumination to facilitate puncture of the left ulnar wrist artery. The infrared blocking filter was found to be dislodged, resulting in increased light intensity and increased temperature to the skin surface of the back of the wrists. The injury consisted of two, second-degree burns of 1/2cm each to the anterior side of the wrists. Each second-degree burn resulted in a raised, fluid-filled vesicle.